Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had inaccurate readings on their insulin pump. The customer's sensor glucose would be 67 mg/dl and their blood glucose would be 168 mg/dl. The customer's mother also reported the threshold suspend feature would be activated due to the inaccurate readings. Customer was advised of practices to avoid inaccurate readings. The customer's mother also requested assistance with uploading the customer's insulin pump. No additional information provided.